Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl while wearing the pod less than an hour on the abdomen. It was noted that the pod fell off causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off and the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.